Manufacturer narrative:
Product analysis found broken and cut cable. Customer complaint of wobbling was confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that bur wobbles during procedure. The vibrating device was used on patient and there was no patient impact.